Event description:
The customer received questionable creatinine jaffé gen.2 (crej) results on their c501 analyzer. Repeat testing was performed on the same analyzer as the initial testing. The patient's initial plasma crej result was 5.3 mg/dl accompanied by a data flag. The sample was auto-repeated and the result was 5.0 mg/dl. The auto-repeat result was reported outside the laboratory. Later that day, the doctor questioned the result and the customer tested both plasma and serum samples from the same patient draw. The plasma result was 0.6 mg/dl. The serum result was 0.6 mg/dl. The customer considered the 0.6 mg/dl results to be correct. There were no adverse events. The crej reagent lot number was 65292301 and the expiration date was 07/31/2013. The field service representative (fsr) could not reproduce the bad result. The customer re-ran the original tube on all tests and they recovered the same as the previous re-run. The fsr checked the alignment and rinse dispense volumes. They were all within the specified range. A precision check was performed on crej and all results were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No root cause could be determined with the information provided. The quality control results were within range. No additional information was provided for further investigation. The patient was not adversely affected.